Event description:
Pt reports that the catheter kinks and her pump will not deliver any medication when this happens. The pump will not alarm unless there is less than 10u of insulin is missed. This causes a problem because her insurance company does not allow more than 4 bg sticks per dose.